Manufacturer narrative:
The customer contact informed ge healthcare that the hospital does not have the patient information for the reported event. The date of device manufacture is unavailable at this time. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensors were replaced and the unit was returned to service.

Event description:
The hospital reported that the unit alarmed 'pres control (mode) not avail.' During a case; the unit lost the ability to ventilate in pressure mode. The unit was switched to volume ventilation to continue the case and was later restarted; pressure mode was available after the restart. There was no report of patient injury.